Manufacturer narrative:
(B)(4).

Event description:
The data was reviewed on (B)(6) 2016 and confirmed the reported loss of connection. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient's father to confirm bluetooth was enabled on smart device, then forget the receiver, disable bluetooth, close application, reset smart device, enable bluetooth, reopen application, and re-pair the transmitter, which was unsuccessful. Dexcom representative advised the patient's father to disable bluetooth again, close and uninstall the application, reset smart device, enable bluetooth, reinstall the application and re-pair the transmitter, which was unsuccessful. Next dexcom representative advised the patient's father to use a different sensor and new transmitter, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/12/2016 and could confirm the reported loss of connection. No additional patient or event information is available.